Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7, d3, g1. Additional b5 narrative: it was reported that the patient experienced discomfort, swelling, inflammation following the surgery. Date sent to the FDA: (B)(6) 2021. Corrected information: g1 - manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted a hernia through the mesh, which had shrunk. It was reported that the patient experienced severe pain, mesh migration, mesh shrinkage, incarcerated omentum, recurrence, stress and anxiety. No additional information was provided.